Event description:
Blood glucose results of "19.8 mmol/l" with a lifescan meter and "13.1 mmol/l" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy.